Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback. Facility staff attributed the alarm to user error as the operator introduced air when making patient connections. The cycler alarmed appropriately. The user's guide provides adequate instructions for making patient connections and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.